Manufacturer narrative:
On february 12, 2010, philips received a medwatch stating that the baby died one day after the delivery. The customer made it clear in the medwatch that there have been difficulties distinguishing between the baby's and the maternal hr. And therefore, a c-section was performed. The customer made it clear that the clinicians were aware of the issue and made no allegation or indication that the device contributed to the death. In addition, there is no allegation of a product malfunction. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
On february 12, 2010, philips received a medwatch report stating that the baby died one day after the delivery.